Manufacturer narrative:
Lot number # 17j24v224 and 18b01v411. A batch review was conducted for lot 17j24v224 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) stopcocks were leaking during infusion. Two of the devices were leaking from an unspecified location, and one device was leaking from a crack. These events each involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted for lot 18b01v411 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.